Event description:
Allergan aesthetics received a report of a patient treated abdomen with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Treatment dates occurred on (B)(6)2021 and (B)(6)2021 using the coolsculpting elite system applicators.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 a6 b3 b5 d1 g1 h6

Event description:
Allergan aesthetics received additional information, patient who has recurring ph in the same area sometime after corrective liposuction.

Manufacturer narrative:
Additional information: b5.